Event description:
The second trellis was inserted into the left popliteal and ran for 10 minutes, then inserted into the right popliteal and ran for 10 minutes, then removed completely. The same catheter was reinserted back into the right popliteal and run for an additional 10 minutes. During this run the distal balloon slowly deflated. The device was removed. It was noted that the distal and proximal balloons had ruptured. This was confirmed by filling the balloons with saline and checking for leaks. The trellis was inserted back into the right pop and ran for another 10 minutes without attempting to inflate the balloons. There was a lot of resistance when the physician tried to remove the device. He twisted to get the catheter to free itself from the sheath. It was noted that the distal balloon was missing from the catheter and the physician removed the sheath, and cut it in half to confirm the balloon was inside. The physician followed up with a thrombectomy attempt but the clot burden could not be cleared. Two infusion catheters were placed and the patient was sent for overnight lysis. Please reference MDR 2183870-2015-00068 for the first trellis usd in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis peripheral infusion system was received for evaluation. Pieces of a sheath were returned with the device. No additional ancillary devices or cine images from the procedure were received. The returned trellis system included only the manifold/catheter. Examination of the manifold/catheter revealed that the distal end of the catheter separated in the middle of aspiration port. Examination of the hemostatic valve portion of the sheath revealed that the distal section of catheter and balloon material were in the sheath. The separation faces were examined and match up except were the distal fracture face exhibits damage from removal. The distal balloon chamber exhibits a radial tear and involuted. All distal components of the catheter and distal balloon material were accounted for. The proximal balloon chamber was examined: proximal balloon chamber material is missing. Proximal balloon chamber material, from ro marker 1 distal to ro marker 2, is missing.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.